Manufacturer narrative:
(B)(4): the customer reported that the battery would not charge. No patient impact was reported. This complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery would not charge. No patient impact was reported.